Event description:
A us distributor returned a monitor and reported monitor was unable to run detect and treat testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing) was confirmed. Upon investigation, the monitor was unable to power on due to a defective apps (applications subsystems) board. The root cause for the open defective apps board could not be positively identified. There was no adverse event that resulted from the damaged monitor.